Event description:
It was reported to tyco healthcare/kendall in 2008, that a customer has a problem with nasogastric tube. The customer stated "pt was nasotracheally intubated, adaptor cap came off when nasogastric tube was placed, nasal airway became dislodged into the nare.

Manufacturer narrative:
This info was submitted to tyco healthcare/kendall. An investigation is underway. Upon completion of investigation, results will be fowarded.